Event description:
The patient received his scs system, including two percutaneous leads (from the same lot), an extension, and an ipg, on (B)(6) 2004. The patient's ipg was replaced with a different model ipg on (B)(6) 2010. It was reported that during the replacement procedure, the physician observed invalid impedances for one of the leads. It was reported that the lead was not replaced since the patient did not need that lead. The patient stated he was not using the lead for pain coverage. On (B)(6) 2011, it was reported that the lead contacts exhibited low impedance readings. The patient stated that he did not use the stimulator anymore since his original pain pattern was gone. It was reported that the patient preferred that his system not be removed at this time in case he needed to use it later. Follow up on the patient found that the physician will decide the next course of action for this patient. No further information is available at this time.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.